Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: h6 and h11. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer reported information.

Manufacturer narrative:
This report is supplemented to provide a correction to a previously submitted report. Corrected field: h9 - value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer reported information.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a b30 error occurred. There was no patient involvement.

Manufacturer narrative:
The complaint was reported because handle on left side between buttons 1 and 2 has crack in it. The product was returned [describe initial condition]. The product analysis confirmed that exera ID chip no data transmission due to fluid invasion, unable to retrieve information on uses, leak check unable to fully leak test due to a cracked switch unit & instrument channel (failed clt), c-cover insl/ d/e plastic cv dents, image-evis b30, image was not able to be restored after aeration, lg lens fluid inside, control body/scope conn. Ad fluid wet one or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. A device history record review was completed, and no issues were identified. A labeling review was conducted. No anomalies were found. A CAPA, complaint and risk review was completed for the image-evis b30 (a13 - communication or transmission problem) and lg lens fluid inside (a190501 - moisture damage) where no CAPA, trends and new risks identified. The complaint was confirmed, the device has handle on left side between buttons 1 and 2 has crack in it. The most probable cause of the complaint is d02 - component failure, expected or random component failure without any design or manufacturing issue due to c0601 - degradation problem identified, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. No further escalation is required.